Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving 560.0 mcg/ml baclofen at 184.55 mcg/day and 14.0 mg/ml fentanyl at 4.614 mg/day via an implantable pump for malignant pain and spine/back. It was reported that the patient's pump was alarming on (B)(6) 2016 and the patient was beginning to have withdrawals. The pump was interrogated and the logs read that there was an unrecovered motor stall that occurred at 07:35 am on (B)(6) 2016. The logs also read that the pump was refilled on (B)(6) 2016, however the hcp stated that the pump was not refilled on that date. The hcp was in surgery on (B)(6) 2016, however he wanted to take the patient to surgery that night as the patient was in the emergency room with withdrawals and severe pain. It was noted that the pump's end of life and estimated eri did not correlate as the pump's eri was noted to be 3 months at a refill on (B)(6) 2016. The pump was originally scheduled for replacement on (B)(6) 2016, however it was replaced on (B)(6) 2016 due to the motor stall. The following systems were reviewed and were negative: constitution, cardiovascular, ears, nose, mouth, throat, endocrine, eyes, gastrointestinal, genital/urinary, hematological/lymphatic, immunologic, integumentary, nervous, psychiatric, and respiratory. The patient's sitting blood pressure was 136/89 mmhg, radial pulse was 78 bpm regular, respirations were 16 regular, and the patient's pulse oximetry reading was 98%. The patient appeared well developed, well nourished and groomed. No apparent acute or chronic distress was noted and the patient's ability to communicate was normal. The patient had normal breath sounds and respiratory effort. No chest wall deformities, tenderness, or edema. The patient had normal sinus rhythm with no murmurs or abnormal heart sounds. The patient had normal orientation, memory, attention span and concentration, language, and fund of knowledge. The patient's cranial nerves I-xii were grossly intact and symmetrical. Biceps, brachioradialis, triceps, knee, and ankle reflexes were all normal (2+) bilaterally. Hoffman's reflex was negative bilaterally. The patient's gait was normal. The patient was prescribed 10 mg baclofen tablets and a 75 mcg/hr fentanyl patch during the visit on (B)(6) 2016 to help with the withdrawals. It was noted that the hospital was following protocol and would call the rep when she could pick up the explanted pump. The patient was noted to be "alive - no injury". The issue was noted to be resolved as of (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.